Event description:
It was reported that there was a screw missing from the cartridge port area of the pump. Customer alleged that this was impacting insulin therapy. The customer's blood glucose (bg) level ranged from 300-500 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.